Event description:
It was reported that one day post implant, a remote transmission showed small p waves and one potential undersensed p wave on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.